Event description:
Device malfunction: tip detached and stuck on guide wire. Time of device malfunction: during prep. Symptoms/ae: none. It was reported that the tip of the catheter came off during prep and got stuck on the guide wire. The customer reported there was no patient involvement. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.